Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the femoral artery. A percutaneous transluminal coronary angioplasty was performed on a moderately calcified and moderately tortuous left circumflex (lcx). A 2.50 x 38mm promus element plus stent was deployed successfully in the distal lcx. After performing a post dilatation, a proximal edge dissection was noted in the proximal part of the stent. To cover the edge dissection, a 2.75 x 32 promus element plus stent was deployed proximally to the first stent, overlapping it and covered the edge dissection. The procedure was successfully competed and the patient was reported to be stable.